Event description:
A fallopian tube occlusion was being done with fallopian tube clips as part of a caeserean section delivery. Clips were applied with no problem. As the uterus and fallopian tubes were being put back in place, the surgeon noted that the clip came off the left tube, in the closed position. The tube was then ligated with suture and the right tube was done similarly. No pt problems were reported.